Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1899) on 19-oct-2015. The most recent information was received on 26-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of essure device location of device: out of the tube"), uterine perforation ("perforation (uterus)"), device expulsion ("one insert migrated just out of tube attached to uterus"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("abnormal heavy bleeding") and tooth disorder ("rapid deterioration of tooth") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2005), miscarriage and ear infection on (B)(6) 2010. Previously administered products included for an unreported indication: mirena from 2005 to 1-dec-2010. Concurrent conditions included ovarian cyst, endometriosis and peptic ulcer. Concomitant products included levonorgestrel (mirena) since 2005 for birth control. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormal/severe menstrual pain"). On (B)(6) 2011, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, alopecia, headache, arthralgia and neck pain, rheumatoid arthritis (seriousness criterion medically significant), raynaud's phenomenon ("raynauds") and mixed connective tissue disease ("mixed connective tissue disorder"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding/menorrhagia"), weight increased ("weight gain"), ear infection ("ear infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), hypersensitivity ("allergic symptom") with rash, vaginal infection ("vaginal infection"), thinking abnormal ("cloudy thinking"), memory impairment ("forgetfulness"), vaginal discharge ("vaginal discharge every time after intercourse"), flatulence ("bowel gas"), abdominal distension ("bloating"), dysgeusia ("metal taste in mouth"), back pain ("back pain"), flank pain ("left flank pain"), myalgia ("muscle pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menses"), dental caries ("tooth decay"), hot flush ("hot flush"), hyperhidrosis ("sweating"), gastrooesophageal reflux disease ("gerd"), vulvovaginal pain ("vaginal pain") and peptic ulcer ("peptic ulcer"). The patient was treated with hydroxychloroquine phosphate (plaquenil), meloxicam, naproxen, surgery (underwent underwent a bilateral salpingectomy and laparoscopic adhesiolysis to remove essure coil), surgery (on (B)(6) 2015 she had removed by bilateral salpingectomy), surgery (on (B)(6) 2015 she had removed by bilateral salpingectomy) and surgery (removed all teeth). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, tooth disorder, dysmenorrhoea, menorrhagia, weight increased, ear infection, vaginal haemorrhage, hypersensitivity, vaginal infection, thinking abnormal, memory impairment, vaginal discharge, flatulence, abdominal distension, dysgeusia, back pain, flank pain, myalgia, uterine pain, raynaud's phenomenon, mixed connective tissue disease, dental caries, hot flush, hyperhidrosis, gastrooesophageal reflux disease and peptic ulcer outcome was unknown, the dyspareunia and vulvovaginal pain had resolved and the migraine had not resolved. The reporter considered abdominal distension, back pain, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, flank pain, flatulence, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hyperhidrosis, hypersensitivity, memory impairment, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, myalgia, raynaud's phenomenon, rheumatoid arthritis, systemic lupus erythematosus, thinking abnormal, tooth disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records : chronic pelvic pain, dyspareunia, chronic fatigue. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received:the event hot flush, sweating, gerd, vaginal pain, peptic ulcer added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1899) on 19-oct-2015. The most recent information was received on 20-mar-2020 this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration of essure device location of device: out of the tube'), uterine perforation ('perforation (uterus)'), device expulsion ('one insert migrated just out of tube attached to uterus'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis') and tooth disorder ('rapid deterioration of tooth') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear infection on (B)(6) 2010, multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2005) and miscarriage. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2010. Concurrent conditions included ovarian cyst, endometriosis and peptic ulcer. Concomitant products included levonorgestrel (mirena) since 2005 for birth control. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormal/severe menstrual pain"). On (B)(6) 2011, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, alopecia, headache, arthralgia and neck pain, rheumatoid arthritis (seriousness criterion medically significant), raynaud's phenomenon ("raynauds") and mixed connective tissue disease ("mixed coonective tissue disorder / connective disorder"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), tooth disorder (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding/menorrhagia"), ear infection ("ear infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), hypersensitivity ("allergic symptom") with rash, vaginal infection ("vaginal infection"), thinking abnormal ("cloudy thinking"), memory impairment ("forgetfulness"), vaginal discharge ("vaginal discharge every time after intercourse"), flatulence ("bowel gas"), abdominal distension ("bloating"), dysgeusia ("metal taste in mouth"), back pain ("back pain"), flank pain ("left flank pain"), myalgia ("muscle pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menses"), dental caries ("tooth decay"), hot flush ("hot flush"), hyperhidrosis ("sweating"), gastrooesophageal reflux disease ("gerd"), vulvovaginal pain ("vaginal pain"), peptic ulcer ("peptic ulcer"), feeling abnormal ("brain fog"), bradyphrenia ("abnormal slowing of brain") and connective tissue disorder ("diffused connective disorder") and was found to have weight increased ("weight gain"). The patient was treated with hydroxychloroquine, meloxicam, naproxen and surgery (on (B)(6) 2015 she had removed by bilateral salpingectomy, removed all teeth and underwent underwent a bilateral salpingectomy and laparoscopic adhesiolysis to remove essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, tooth disorder, dysmenorrhoea, menorrhagia, weight increased, ear infection, vaginal haemorrhage, hypersensitivity, vaginal infection, thinking abnormal, memory impairment, vaginal discharge, flatulence, abdominal distension, dysgeusia, back pain, flank pain, myalgia, uterine pain, raynaud's phenomenon, mixed connective tissue disease, dental caries, hot flush, hyperhidrosis, gastrooesophageal reflux disease, peptic ulcer, feeling abnormal, bradyphrenia and connective tissue disorder outcome was unknown, the dyspareunia and vulvovaginal pain had resolved and the migraine had not resolved. The reporter considered abdominal distension, back pain, bradyphrenia, connective tissue disorder, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, feeling abnormal, flank pain, flatulence, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hyperhidrosis, hypersensitivity, memory impairment, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, myalgia, peptic ulcer, raynaud's phenomenon, rheumatoid arthritis, systemic lupus erythematosus, thinking abnormal, tooth disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed. There is subsequently excellent opacification of the cornu on each side showing that the essure stents remain intact without extravasation. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records : chronic pelvic pain, dyspareunia, chronic fatigue. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal, bradyphrenia . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event : brain fog, abnormal slowing of brain added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 19-oct-2015. The most recent information was received on 21-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration of essure device location of device: out of the tube'), uterine perforation ('perforation (uterus)'), device expulsion ('one insert migrated just out of tube attached to uterus'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis') and tooth disorder ('rapid deteriration of tooth') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear infection on (B)(6) 2010, multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2005) and miscarriage. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2010. Concurrent conditions included ovarian cyst, endometriosis and peptic ulcer. Concomitant products included levonorgestrel (mirena) since 2005 for birth control. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormal/severe menstrual pain"). On (B)(6) 2011, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, alopecia, headache, arthralgia and neck pain, rheumatoid arthritis (seriousness criterion medically significant), raynaud's phenomenon ("raynauds") and mixed connective tissue disease ("mixed coonective tissue disorder / connective disorder"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), tooth disorder (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding/menorrhagia"), ear infection ("ear infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), hypersensitivity ("allergic symptom") with rash, vaginal infection ("vaginal infection"), thinking abnormal ("cloudy thinking"), memory impairment ("forgetfullness"), vaginal discharge ("vaginal discharge everty time after intercourse"), flatulence ("bowel gas"), abdominal distension ("bloating"), dysgeusia ("metal taste in mouth"), back pain ("back pain"), flank pain ("left flank pain"), myalgia ("muscle pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menses"), dental caries ("tooth decay"), hot flush ("hot flush"), hyperhidrosis ("sweating"), gastrooesophageal reflux disease ("gerd"), vulvovaginal pain ("vaginal pain"), peptic ulcer ("peptic ulcer"), feeling abnormal ("brain fog"), bradyphrenia ("abnormal slowing of brain") and connective tissue disorder ("diffussed connective disorder") and was found to have weight increased ("weight gain"). The patient was treated with hydroxychloroquine, meloxicam, naproxen and surgery (on (B)(6) 2015 she had removed by bilateral salpingectomy, removed all teeths and underwent underwent a bilateral salpingectomy and laparoscopic adhesiolysis to remove essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, tooth disorder, dysmenorrhoea, menorrhagia, weight increased, ear infection, vaginal haemorrhage, hypersensitivity, vaginal infection, thinking abnormal, memory impairment, vaginal discharge, flatulence, abdominal distension, dysgeusia, back pain, flank pain, myalgia, uterine pain, raynaud's phenomenon, mixed connective tissue disease, dental caries, hot flush, hyperhidrosis, gastrooesophageal reflux disease, peptic ulcer, feeling abnormal, bradyphrenia and connective tissue disorder outcome was unknown, the dyspareunia and vulvovaginal pain had resolved and the migraine had not resolved. The reporter considered abdominal distension, back pain, bradyphrenia, connective tissue disorder, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, feeling abnormal, flank pain, flatulence, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hyperhidrosis, hypersensitivity, memory impairment, menorrhagia, menstrual disorder, migraine, mixed connective tissue disease, myalgia, peptic ulcer, raynaud's phenomenon, rheumatoid arthritis, systemic lupus erythematosus, thinking abnormal, tooth disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal (B)(6) 2010: results: confirmed. There is subsequently excellent opacification of the cornu on each side showing that the essure stents remain intact without extravasation. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records : chronic pelvic pain, dyspareunia, chronic fatigue. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal, bradyphrenia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of essure device location of device: out of the tube"), uterine perforation ("perforation (uterus)"), device expulsion ("one insert migrated just out of tube attached to uterus"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("abnormal heavy bleeding") and tooth disorder ("rapid deterioration of tooth") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2005), miscarriage and ear infection on (B)(6) 2010. Previously administered products included for an unreported indication: mirena from 2005 to (B)(6) 2010. Concurrent conditions included ovarian cyst, endometriosis and peptic ulcer. Concomitant products included levonorgestrel (mirena) since 2005 for birth control. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormal/severe menstrual pain"). On (B)(6) 2011, the patient experienced migraine ("migraines"). On (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, alopecia, headache, arthralgia and neck pain, rheumatoid arthritis (seriousness criterion medically significant), raynaud's phenomenon ("raynauds") and connective tissue disorder ("mixed connective tissue disorder"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding/menorrhagia"), weight increased ("weight gain"), ear infection ("ear infections"), vaginal haemorrhage ("abnormal vaginal bleeding"), hypersensitivity ("allergic symptom") with rash, vaginal infection ("vaginal infection"), thinking abnormal ("cloudy thinking"), memory impairment ("forgetfulness"), vaginal discharge ("vaginal discharge every time after intercourse"), flatulence ("bowel gas"), abdominal distension ("bloating"), dysgeusia ("metal taste in mouth"), back pain ("back pain"), flank pain ("left flank pain"), myalgia ("muscle pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menses") and dental caries ("tooth decay"). The patient was treated with hydroxychloroquine phosphate (plaquenil), surgery (underwent a bilateral salpingectomy and laparoscopic adhesiolysis to remove essure coil), surgery (on (B)(6) 2015 she had removed by bilateral salpingectomy), surgery (on (B)(6) 2015 she had removed by bilateral salpingectomy) and surgery (removed all teeth). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, tooth disorder, dysmenorrhoea, menorrhagia, dyspareunia, weight increased, ear infection, vaginal haemorrhage, hypersensitivity, vaginal infection, thinking abnormal, memory impairment, vaginal discharge, flatulence, abdominal distension, dysgeusia, back pain, flank pain, myalgia, uterine pain, raynaud's phenomenon, connective tissue disorder and dental caries outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, back pain, connective tissue disorder, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fallopian tube perforation, flank pain, flatulence, genital haemorrhage, hypersensitivity, memory impairment, menorrhagia, menstrual disorder, migraine, myalgia, raynaud's phenomenon, rheumatoid arthritis, systemic lupus erythematosus, thinking abnormal, tooth disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: event fallopian tube perforation clubbed with migration of essure device location of device out of the tube, perforation (uterus), abnormal vaginal bleeding, allergic symptom, vaginal infection, cloudy thinking, forgetfulness, headaches, vaginal discharge, weight gain, bowel gas, bloating, metal taste in mouth, pelvic pain, back pain, left flank pain, hip pain/joint pain, muscle pain, neck pain, uterine pain,raynauds disease, connective tissue disorder, lupus,rheumatoid arthritis ,reporters,concurrent condition,medical history were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain\ cramping") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("abnormal/severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), rash ("rashes"), fatigue ("fatigue"), dental caries ("tooth decay"), ear infection ("ear infections") and alopecia ("hair loss"). The patient was treated with surgery (underwent a bilateral salpingectomy and laparoscopic adhesiolysis to remove her essure coils.). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, autoimmune disorder, dysmenorrhoea, menorrhagia, dyspareunia, migraine, weight fluctuation, rash, fatigue, dental caries, ear infection and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, dental caries, dysmenorrhoea, dyspareunia, ear infection, fatigue, menorrhagia, migraine, rash and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: lawyer added from legal document. Added suspect drug indication as birth control and start, stop date as (B)(6) 2010 (previously reported as 2010) date as (B)(6) 2015, action taken updated as drug withdrawn, events included abnormal/severe menstrual pain, abnormal/heavy menstrual bleeding, severe lower abdominal pain, cramping, pain during intercourse, migraines, weight fluctuation, rashes, fatigue, tooth decay, ear infections and hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.